Event description:
It was reported that the patient underwent a sling procedure. The patient experienced a homorrhage and was taken back to the operating theatre for removal of approximately two liters of blood from the retropubic space and removal of the tape.